Event description:
It was reported to the manufacturer, by the end user, per the end user, that cs reported that on (B)(6) 2022 he had wm up on the lift at its highest height. He turned away from the lift for a moment and when he turned back to it, oil was leaking from the lift and the lift boom was slowly descending. He reached out to catch his wife in his arms so she would not reach the floor. He feels like he injured his back and as of (B)(6) 2022, his lower back is still hurting. He said wm did not suffer any injuries. As of this writing, advanced care inc (company that purchased the lift from joerns and sold it to cs) has already gone back out to remove the hml400 and replaced it under warranty with a newer model (model # unknown). Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.